Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event took place in the united states. The patient was admitted to the emergency room on (B)(6) 2025, following an alarm indicating a blockage in the insulin flow of their infusion set. Upon admission, the patient's blood glucose level was recorded at 400 mg/dl. Treatment administered included potassium and saline. At the time of hospitalization, the patient reported experiencing symptoms such as spasms in their legs, arms, and hands, as well as nausea. The duration of the hospital stay was less than 24 hours. No further information available.